Event description:
The customer reported the alarm needs eval, the alarm appears to have some type of damage such as, broken case or buttons missing. Customer could not provide the date when the issue was found. No pt incident or injury was reported. Further info received on the product when returned was a note stating" nurse call plug is damaged inside".

Manufacturer narrative:
Results: eval of the returned product found that the nurse call receptacle is loose when the cable is plugged into it and the nurse call light does not come on at the nurse's station when weight is off the sensor. (B)(4).